Manufacturer narrative:
A complete lead was returned in one piece. The reported events of high pacing lead impedance, high capture threshold, sensing issue and suspected lead damage were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant. During atrial lead placement, the in-range impedance was high, the pacing threshold was high, and lead exhibited sensing issue. The data of impedance value and pacing threshold were still not satisfactory, even though the implant location was adjusted. Resistance was felt when the lead was manipulated at subclavian area. The lead might have got damaged at this time. The lead was not used and replaced. The patient was stable.